Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. (B)(6). A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues prior to this reported event. Report source was updated from "health professional and user facility" to "user facility, health professional and foreign". Catalog # was updated from "25199" to "9197". (B)(4).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Ther, initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that "device does not measure correctly". Per the customer, "the device measured values at power up; however, again and again obligatory no measurement displayed even though when replacing the whole cable. No information regarding error messages and/or alarm". No known impact or consequence to patient was reported.